Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels and diabetic ketoacidosis. The customer received two no delivery alarms on the insulin pump as well. The customer's blood glucose at the time of admission was 396 mg/dl. The customer expressed vomiting, a headache, a stomach ache and unresponsive as symptoms of her high blood glucose at the time. Troubleshooting was done. Advised customer to run a manual prime, and the customer stated that insulin did exit the tubing. Advised customer that the insulin pump was working as designed. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Nothing further reported.